Manufacturer narrative:
(B)(4). Batch # u5d12x. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and the tyvek was returned along with the device. Further analysis showed that packaging contained was for a psee60a device and inside it was a psee45a device. It should be noted that product failure is multifactorial. This defect has been correlated to the manufacturing process. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon opened a box labeled psee60a, however there was a 45 mm flex echelon inside instead of psee60a. He discovered this when he put his 60 mm loader in place. It is unknown how the procedure was completed. Patient consequence was not reported.